Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the polymer and on the coils which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the tip was separated 2.2 cm distal to the center solder. The shaping ribbon was twisted proximal to the separation for a length of 1 mm. The separated portion with the tip ball was not returned. The tip coils were completely stretched out distal to the center solder. The noted twisted shaping ribbon and stretched tip coils are likely the result of the guide wire separation as no damage was reported during inspection prior to use. Scanning electron microscopy analysis of the guide wire suggests that the shaping ribbon failure may be attributed to torsional overload. The tip coil failure may be attributed to tensile overload. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, the reported resistance with the lesion could have contributed to the reported guide wire separation. Resistance while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, and/or device placement technique. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed and there were no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported guide wire separation and resistance appear to be related to operational context and there is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was in the proximal right coronary artery (rca) with mild tortuosity and mild calcification. During removal, resistance was felt with the lesion and the bmw universal ii guide wire subsequently separated. The separated portion was retrieved using a snare device. A new bmw universal ii guide wire was used successfully. There were no adverse patient sequelae reported. No additional information was provided.